Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of dropped device right iui and lighthouse damage was confirmed. ¿ received on (B)(6) 2025, lvp device was received unboxed and with paperwork. ¿ external investigation revealed a damaged left iui, lighthouse, rear case and bezel assembly. ¿ device to be returned to san diego repair center for normal processing. ¿ recommend bd san diego repair center to replace the left iui, lighthouse, rear case and bezel assembly. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.